Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that intravenous antibiotics were administered. No additional adverse patient effects were reported.